Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm, in drain four of four. The technical service representative explained the alarm and reviewed the therapy with the patient. The fill volume (fv) equaled 2000ml, the last fv was 2000ml, the initial drain alarm was at 2700ml, the initial drain volume (dv) equaled 2301ml, the cycle four ultra filtration (uf) was 2256ml, while cycle three, two and one were much lower at -232ml, 187ml and -285ml. There was one bypass noted, but the patient was not sure which cycle was bypassed. There was no patient injury or medical intervention associated with this event. No additional information is available.